Event description:
Pt had acid placement 4 years ago (not at this facility) reported to clinic in 2000 that they had 15 recurrent episodes of inappropriate shocks - feeling a "kick" to the chest, all on one day one week prior. Reported similar problem occurred a few months ago but pt had not told anyone then. Problem of oversensing documented during deep breathing at clinic visit. Three days later a new implantable cardioverter defibrillator was implanted.